Event description:
It was reported that the patient had previously been implanted with an itrel3 that worked well for over 5 years. None of the programmed settings were changed when that ins was replaced, yet the replacement device (B)(4) only worked for about a year before it stopped responding to the patient and physician programmers. The ins was replaced and it was reported that the patient outcome was ok.

Manufacturer narrative:
(B)(4): analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.